Event description:
Per buddy the bed does not go down, just makes a beeping noise.

Manufacturer narrative:
MDR decision date: (B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.